Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip delivery system (60511u112) mentioned is filed under a separate MFR report.

Event description:
This report is filed for the potential clip interaction that may have occurred during positioning of the second clip (60511u101), resulting in a single leaflet device attachment (slda) of the first implanted clip (60511u112). It was reported that mitral regurgitation was reduced from grade 3 to 2-3 with implantation of the first mitraclip (60511u112). A second clip (60511u101) was inserted to be placed central to the first clip, but grasping was difficult due to the patient anatomy. During the attempts to grasp the leaflet with the second clip (60511u101), the first clip (60511u112) detached from the posterior medial leaflet. The physician believes the grasping attempts with the second clip (60511u101) contributed to the slda, but there was no clip interaction. Mitral regurgitation returned to grade 3. The second clip was not deployed and was removed from the anatomy. The procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets appears to be a result of challenging patient anatomy due to the dilated left atrium. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.